Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixating the mesh during a laparoscopic herniorraphy, the fired tacks were not able to hold correctly onto the tissue. After trying to use the devices for two times, they decided to use another device to complete the case. There was no patient injury.